Event description:
It was reported that an artificial urinary sphincter (aus) stopped functioning, and the patient became incontinent again due to tissue atrophy. A surgical procedure was performed to remove and replace the entire aus. The explanted cuff was examined and found to have a hole at a fold, resulting in fluid leakage. No further patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.